Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient reported discomfort during use which occurred 2 days after the sensor had been inserted. He stated that there was a constant, very sharp pain on the side of his abdomen close to the sensor and when he moved the pain would greatly increase. He went to the hospital on (B)(6) 2020 and was given morphine. The physician asked him to remove the sensor and the pain started going away. After unspecified testing was done, no other issues were found so the doctor suspected that the pain was caused by the sensor. No product or data was provided for investigation. Problem could not be confirmed and root cause could not be determined. No additional patient or event information is available.